Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 548 mg/dl. Customer declined troubleshooting for high blood glucose reading. Customer stated reservoir was empty during delivery, customer forget to check if it was full or not. Customer believes eating pizza increased his blood glucose reading. The insulin pump was 3 arrows going up, after 20 minutes later, insulin pump reads 3 hours going down. Insulin pump will not be returning for analysis.